Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix e/x mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the pt underwent repair of a ventral hernia with bard flat mesh and adhesiolysis on (B)(6) 2002. Approximately eleven months post implant, the pt underwent repair of a large incisional hernia with composix e/x, secondary to a open cholecystectomy for a nonfunctioning gallbladder and adhesiolysis. On (B)(6) 2003, the pt underwent incision and drainage of a recurrent seroma. Approximately six years post drainage, the pt underwent repair of a recurrent hernia with a non-bard mesh. The medical records note the pt indicated his profession requires heavy lifting and while heavy lifting, he felt a sudden tear or pop and suddenly had a bulge. During the repair, the previously placed bard flat mesh and composix e/x mesh were excised and lysis of adhesions was performed. The medical records note that one mesh appeared to withdrawn from its original position and "knotted" up primarily on the right side of the abdomen. It is not clear which mesh was "knotted". Based on the info received, it is unk whether the device may have caused or contributed to the reported event. Additionally, no product has been returned. The pt was treated for recurrence and adhesions, both of which are known adverse events listed in the IFU. No conclusion can be drawn at this time. See MDR 1213643-2010-00148 for info related to the composix e/x mesh implanted on (B)(6) 2003.

Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent exploratory laparotomy, lysis of adhesions and ventral hernia repair with bard mesh. On (B)(6) 2003 - pt underwent repair of incisional hernia with composix e/x. Secondary to an open cholecystectomy. Lysis of adhesions performed. On (B)(6) 2003 - pt underwent drainage of recurrent seroma. On (B)(6) 2009 - pt underwent exploratory laparotomy with lysis of adhesions, excision of bard mesh and repair of recurrent incisional hernia with a non-bard mesh.